Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture/lump/ nodule was received on jan 22, 2024, with lot 2246818. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) lump/ nodule: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported, right side rupture. Diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #5. Aware date should have been listed as 05/13/2025.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-abbvie device.